Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the sensor was giving inaccurate readings. The customer reported that they received lost sensor alarm, calibration error alarm, change sensor alarm and weak signal alarm. The customer's blood glucose was 158 mg/dl and sensor glucose was around 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
We evaluated one opened/used enlite sensor and perform continuity resistance test and sensor passed per specifications. We performed bicarbonate buffer test and sensor passed with accurate readings.